Manufacturer narrative:
Additional information: d3 (MFR name and address), d4 (UDI#), g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal plates were stuck together due to eschar. The knife was stuck in the eschar in the advance position. Functional testing found the device's jaw opening and closing mechanism was functioning properly once the device was cleaned. The device's knife blade advanced and retracted properly only after the device was cleaned. The knife cut of the device was tested on a silicone test strip with acceptable results. It was reported that the knife had stopped halfway through the cut line and would not return to its original position. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total cystectomy with ileal conduit, the device cutting trigger was fixed when pulled and the blade of the knife had stopped halfway through the cut line, and would not return to its original position. Another device was appropriate for use with this generator with the latest software version. There was no patient injury.